Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) of 314 mg/dl after delaying a supply change until that morning. The user called in for assistance with changing their infusion set and cartridge. The agent guided the user through removing the old infusion set and cartridge, rewinding the device, and inserting and priming the new infusion set and cartridge. After the supply change, the ilet resumed dosing. Bg was affected but not out of range for 90 minutes or longer. No symptoms were reported, and no medical intervention was required.